Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Proximal stent damage was identified with the struts pulled distally and lifted. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-oct-2019. It was reported that crossing difficulty was encountered. The target lesion was located in a coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.5x28mm non-bsc stent. There were no patient complications reported. However, returned device analysis revealed stent damage.